Event description:
Ligaclip in use and misfired. Another of the same device was retrieved and used to complete the procedure. No adverse outcome to the patient.======================manufacturer response for ligaclip, ligaclip mca 23.8cm (per site reporter).======================rep will pick product up.